Event description:
Philips received a complaint on an intellivue mx500 patient monitor indicating that there was a speaker malfunction. It is unknown if the speaker was able to produce sound. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporting institution phone #: (B)(6). Reporter phone #: unknown.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site, and confirmed that the speaker was not producing sound. The fse determined that the cause of the issue was a failure to the mainboard of the monitor. The fse replaced the mainboard to resolve the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.